Manufacturer narrative:
Additional contact: (B)(4).

Event description:
Information was received indicating that a smiths medical medfusion pump had a battery communication timeout. Investigation completed by the field engineer reviewed the device alarm history and found base not responding, battery communication timeout, depleted battery, travel reverse error and pressure increasing messages. There was no reported adverse event.